Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that they had experienced low blood glucose of 41 mg/dl and was because she had waited too long to eat. Troubleshooting indicated that at the end of the phone call, customer's blood glucose was at 111 mg/dl. No further information was given.